Event description:
According to the reporter, postoperatively, after an open breast procedure, the patient returned two months ago with skin reactions. The reactions followed the broad distribution of the skin prep called chloroprep. Skin prep was changed to betadine a month ago, and the patient has not had any skin reactions since. The doctor could not rule out transcortical sensory aphasia (tsa) as the cause yet but thinks it was likely due to the skin preparation. The doctor was also aware that a small percent of patients had reactions to cyanoacrylates and had seen patients with more central reactions that were probably tsa with the skin adhesive.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: reportability additional information: g3 additional review of the event and/or additional information received shows that medtronic is not responsible for reporting on this product and it is owned by advance medical solutions. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.